Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, depression, anxiety, gallbladder stones, bipolar disorder and hydronephrosis. Concomitant products included piroxicam (paxil) for anxiety and depression, celecoxib (celexa) and sertraline hydrochloride (zoloft) for depression and anxiety, benzyl benzoate;calcium phosphate dibasic; kaolin; myroxylon balsamum var. Pereirae balsam;pramocaine hydrochloride;zinc oxide (anusol a) and macrogol 3350 (miralax) for nausea as well as clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bipolar disorder ("psychological or psychiatric condition: bipolar disorder"). On (B)(6) 2011, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), nausea ("nausea,") and dyspepsia ("gastrointestinal or digestive system condition type: dyspepsia,"), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/bleeding"), urinary tract disorder ("bladder/urinary problems"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the depression, urinary tract disorder, abdominal pain, bladder disorder, constipation, nausea, dyspepsia, anxiety and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, constipation, depression, dyspepsia, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test: no (discrepancy noted) current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. The case was upgraded to incident. New event 'bipolar disorder' added. Previously reported event "genital bleeding" was updated to non serious. Outcome of the events pain and bleeding was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, depression, anxiety, gallbladder stones, bipolar disorder and hydronephrosis. Concomitant products included piroxicam (paxil) for anxiety and depression, celecoxib (celexa) and sertraline hydrochloride (zoloft) for depression and anxiety, benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum var. Pereirae balsam;pramocaine hydrochloride;zinc oxide (anusol a) and macrogol 3350 (miralax) for nausea as well as clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bipolar disorder ("bipolar disorder"). On (B)(6) 2011, the patient experienced constipation ("constipation"), nausea ("nausea") and dyspepsia ("dyspepsia"), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety and mental anguish") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding/bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder/urinary problems") and post procedural complication ("post removal complication "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, vaginal infection, vaginal discharge, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, constipation, nausea, dyspepsia, anxiety, depression, bipolar disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, constipation, cystitis, depression, dyspepsia, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure confirmation test: no (discrepancy noted) current weight 135 lbs. Patient received treatment for:bleeding, pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif recieved. New events: bladder infection, vaginal infection, vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and embedded device ('located on the right and left cornu of the myometrium are metal coils consistent with fallopian tube essures.') In a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, depression, anxiety, gallbladder stones, bipolar disorder, hydronephrosis, mental disorder, schizophrenia, herpes virus infection, endocervicitis, endocervical squamous metaplasia, adenomyosis, cervical dysplasia and dysmenorrhoea. Concomitant products included piroxicam (paxil) for anxiety and depression, celecoxib (celexa) and sertraline hydrochloride (zoloft) for depression and anxiety, benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum balsam;pramocaine hydrochloride;zinc oxide (anusol a) and macrogol 3350 (miralax) for nausea as well as clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bipolar disorder ("bipolar disorder"). On (B)(6) 2011, the patient experienced constipation ("constipation"), nausea ("nausea") and dyspepsia ("dyspepsia"), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety and mental anguish") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding/bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder/urinary problems") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy cystoscopy and robotic total hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the embedded device, abdominal pain, vaginal infection, vaginal discharge, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, constipation, nausea, dyspepsia, anxiety, depression, bipolar disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, constipation, cystitis, depression, dyspepsia, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure confirmation test: no (discrepancy noted). Current weight 135 lbs. Patient received treatment for:bleeding, pain. Coils visualized in the intrauterine cavity left-3 and right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed successful occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2021: mr received. Reporter information, patient medical history added. Event: device located on the right and left cornu of the myometrium added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, depression, anxiety, gallbladder stones, bipolar disorder and hydronephrosis. Concomitant products included piroxicam (paxil) for anxiety and depression, celecoxib (celexa) and sertraline hydrochloride (zoloft) for depression and anxiety, benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum var. Pereirae balsam;pramocaine hydrochloride;zinc oxide (anusol a) and macrogol 3350 (miralax) for nausea as well as clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa) and quetiapine fumarate (seroquel). In 2011, the patient experienced bipolar disorder ("psychological or psychiatric condition: bipolar disorder"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), nausea ("nausea,") and dyspepsia ("gastrointestinal or digestive system condition type: dyspepsia,"), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/bleeding"), urinary tract disorder ("bladder/urinary problems"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract infection ("uti") and post procedural complication ("post removal complication "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the depression, urinary tract disorder, abdominal pain, bladder disorder, constipation, nausea, dyspepsia, anxiety, bipolar disorder, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, constipation, depression, dyspepsia, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test: no (discrepancy noted) current weight 135 lbs. Patient received treatment for:bleeding, pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event: uti, post removal complication were added. Event outcome :pain were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and embedded device ('located on the right and left cornu of the myometrium are metal coils consistent with fallopian tube essures.') In a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, depression, anxiety, gallbladder stones, bipolar disorder, hydronephrosis, mental disorder, schizophrenia, herpes virus infection, endocervicitis, endocervical squamous metaplasia, adenomyosis, cervical dysplasia and dysmenorrhoea. Concomitant products included piroxicam (paxil) for anxiety and depression, celecoxib (celexa) and sertraline hydrochloride (zoloft) for depression and anxiety, benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum balsam;pramocaine hydrochloride;zinc oxide (anusol a) and macrogol 3350 (miralax) for nausea as well as clonazepam (klonopin), fluoxetine hydrochloride (prozac), hydroxyzine, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa) and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bipolar disorder ("bipolar disorder"). On (B)(6) 2011, the patient experienced constipation ("constipation"), nausea ("nausea") and dyspepsia ("dyspepsia"), 23 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety and mental anguish") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding/bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder/urinary problems") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy cystoscopy and robotic total hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the embedded device, abdominal pain, vaginal infection, vaginal discharge, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, constipation, nausea, dyspepsia, anxiety, depression, bipolar disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, constipation, cystitis, depression, dyspepsia, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure confirmation test: no (discrepancy noted). Current weight 135 lbs. Patient received treatment for:bleeding, pain. Coils visualized in the intrauterine cavity left-3 and right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed successful occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.